Event description:
It was reported that the patient with this implantable pacemaker experienced a syncope episode. Analysis of the device revealed high pacing thresholds on the right ventricular and left ventricular channels, additionally, loss of capture was observed on the right ventricular channel. This device was reprogrammed and replacement of the system was advised. Three days later the device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient with this implantable pacemaker experienced a syncope episode. Analysis of the device revealed high pacing thresholds on the right ventricular and left ventricular channels, additionally, loss of capture was observed on the right ventricular channel. This device was reprogrammed and replacement of the system was advised. Three days later the device was explanted and replaced. This device remains in service. No further adverse patient effects were reported.